Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2093-605j-2177: the glass cap exhibits severe devitrification; the fiber is broken and detached at 3.5 cm from control knob, between the distal tip and control knob; the fiber was tested with hene laser fixture, aim beam is present at location of the break; the fiber is bent, burnt, and signs of melting at the location of break. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged with 78,125 joules used and 15 minutes of time expended. The procedure was unable to be completed due the fiber tip damage. Patient outcome: no patient complications reported